Manufacturer narrative:
Per srt, when the level sensor was connected to the thin wall side of the test fixture, the central control monitor (ccm) displayed "level: disconnected". When it was connected to the thick side and the fixture was tilted to simulate an air bubble, the system did not alert. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the yellow level sensor failed. There was no patient involvement.